Event description:
Clinical study: same case as 2134265-2009-00670. It was reported that 718 days after a coronary artery stenting procedure, the patient experienced in-stent restenosis and required a target vessel reintervention (tvr). The lesion being treated was a 2.75mm, 80% stenosed, 16mm long portion of the right coronary artery (rca). There was no calcification or tortuosity noted. The physician treated the lesion with successful placement of two (2.75x20mm and 3.50x16mm) taxus express2 overlapping study stents. There were no reported complications. The patient was discharged on plavix and aspirin in stable condition. About 718 days after the index procedure, the patient presented to the hospital with shortness of breath and chest pressure. He had a diagnostic cardiac cath done that showed in-stent restenosis of the rca. The physician treated the restenosis with a cutting balloon and placement of a promus stent of unknown size. The patient was discharged on plavix and aspirin. In the opinion of the physician, the relationship of the restenosis to the taxus express2 stents is related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.